Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 566 mg/dl at the time of incident. The customer also reported other blood glucose values such as 48 mg/dl. The customer treated for high blood glucose with bolus. The customer reported that they receive sensor was updating. Customer reported that the insulin pump was not delivering insulin because the sensor was not working. Customer was not on auto mode. Customer using the insulin pump within 48 hours of high blood glucose event. The insulin pump and the sensor will not be returned for analysis.